Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the vacuum trap (fl1) was cracked around the top tread seal of cup. The fse proceeded to replace the vacuum trap to resolve the leak. The fse also replaced the pneumatic power supply as the compressor/vacuum pump contained fluid from the leak. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported a leak of approximately 2 to 5 ml from the lh 500 hematology analyzer during startup. The customer was unable to determine the source of the leak but stated that the leak appeared to be clenz. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.